Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage. Visual examination showed damage on the shaft. It was noticed that the catheter shaft was buckled in 2 places proximal the tip. The 1st buckled area was 68.5cm from the tip and the 2nd buckled area is at 70.5cm from the tip. Functional testing was completed and the device functioned as designed pertaining to the rotation of the device. The buckling on the shaft causes the fluid to back up inside of the infusion sheath and causes the infusion sheath to burst and separate proximal of the buckling. This was the case on this device. When this happens the device leaks fluid from the damaged area and the performance of the device diminishes. Buckling is usually cause by the device being pushed, pulled and torqued in the introducer sheath during the procedure. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that the catheter outer covering peeled. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the left superficial femoral artery. Several passes were made with the device in the left sfa with blades down and blades up. Upon performing the fourth pass, it was noticed that the outer sheath or outer covering of the catheter was starting to wrinkle. As the physician advanced the device further distal in the sfa, it was noticed the actual covering started to peel away where the catheter entered the sheath and saline was starting to leak in that area. The device was removed from the patient. There were no patient complications and the patient's status is fine.